Manufacturer narrative:
Investigation summary. A complaint history check was performed and this is the 1st related complaint for foreign matter on needle and foreign matter on stopper for lot # 8351976. This is the 2nd related complaint for foreign matter on needle and the 1st related complaint for foreign matter on stopper on lot # 9014703. Customer returned (4) loose 3/10cc, 8mm syringes. Customer states that there was a small drop of oil on the tip of the needle, and the stoppers were covered in oil. All returned syringes were examined and no liquid or any other foreign matter was observed on the cannula or the stoppers of any of the returned samples. A review of the device history record was completed for batch #8351976. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9014703. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4)] noted for silicone on od of barrel. There was one (1) notification [(B)(4)] noted for smeared stoppers/ dry barrels. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle had foreign matter on the tip of the needle. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no: 320440 batch no: 8351976 , 9014703. It was reported that the customer discovered 3 syringes with a small drop of oil on the tip of the needle, and the stoppers were covered in oil. Made the discovery before using the product on the birds. Verbatim: spoke w/ dr., a veterinarian. She stated that this morning ((B)(6) 2019) they discovered 3 syringes with a small drop of oil on the tip of the needle, and the stoppers were covered in oil. Made the discovery before using the product on the birds. Stated that the syringes were possibly from several different lots. She has two of the three syringes available for return and evaluation. She is not comfortable using this product and is interested in a reimbursement for what she has in stock.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8351976. Medical device expiration date: 2024-01-31. Device manufacture date: 2018-12-17. Medical device lot #: 9014703. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-01-14. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle had foreign matter on the tip of the needle. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no: 320440, batch no: 8351976 , 9014703. It was reported that the customer discovered 3 syringes with a small drop of oil on the tip of the needle, and the stoppers were covered in oil. Made the discovery before using the product on the birds. Verbatim: spoke w/ dr., a veterinarian. She stated that this morning ((B)(6) 2019) they discovered 3 syringes with a small drop of oil on the tip of the needle, and the stoppers were covered in oil. Made the discovery before using the product on the birds. Stated that the syringes were possibly from several different lots. She has two of the three syringes available for return and evaluation. She is not comfortable using this product and is interested in a reimbursement for what she has in stock.